Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced weakness and "trembling loose legs", requiring treatment of a glass of orange juice and a little meal. Customer was taken to the hospital by ambulance. Once at hospital customer treated with a glucose infusion (dose unknown) via healthcare professional. A blood glucose test of 67 mg/dl was obtained on the healthcare professional meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.